Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch verio iq meter displayed a "low message" (below 20 mg/dl). The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 7 am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. About 15 minutes after the start of the alleged issue, the reporter claims the pt felt symptoms of dizziness and nausea. The reporter denied the patient received medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "dizziness and nausea" does not meet lifescan's criteria for a serious injury. The reporter also denied the patient received treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.